Event description:
Per the clinic, it was reported that open circuits were noted on several electrodes. There are no plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.